Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a bilateral deflation. Device remains implanted. This record is for the right side.

Event description:
Healthcare professional confirmed right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, three openings on posterior and posterior, and brown particles in shell. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior and two striated openings on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening. Two striated openings on posterior assessed as surgical damage.

Event description:
Healthcare professional confirmed right side deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.